Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation: the complaint file was reviewed for closure. The customer's reported condition of a flogard infusion pump with failure code f-2 was confirmed by service. Since this is a stay-in device, the quality engineer concluded that the root cause could not be confirmed and will be coded as not identified. The pump was not repaired at this time because it is a stay-in device owned by baxter. Service history review: a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Additional information: similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During review of the pump's alarm log, baxter personnel discovered a flo-gard infusion pump with failure code 2, which is a downstream occlusion alarm. Furthermore, baxter personnel discovered this device's door assembly had a broken latch stop, door latch and door hinges, indicating a false occlusion alarm. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.